Manufacturer narrative:
Chemistry, microbiological testing and batch record review were performed for retained and complaint unit. Retained sample met all product specifications. Batch record review was normal. Complaint sample was no longer sterile.

Event description:
Reporter reported a female was diagnosed with a corneal ulcer and eye infection with a resulting corneal scare while using complete 10 minute multipurpose solution to care for her disposable contact lenses. She had used the product for about 5 days before the onset of the infection. She was treated with ciprofloxacine and gentamiacin. Follow up was received from the treating physician. The physician confirmed a diagnosis of corneal ulcer. The event resolved and the patient has a corneal scar. A lab report was provided indicating that swabs of the patient's lens case and contact lenses were taken (but apparently not her eye). Gram negative rods, escherichia coli and pseudomonas aeruginosa were found. The patient admits to swimming/showering with lenses in her eyes. She rinses her lens case with tap water. Patient returned her device for evaluation. Chemistry analysis was within specifications but the unit was no longer sterile. Chemistry and microbiological testing a retained sample were within product specifications. Batch record review found the manufacturing processes and parameters were normal with no deviations noted.